Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced low glucose followed by elevated glucose after likely overtreating hypoglycemia while using the ilet system with a contact detach infusion site; the patient changed infusion supplies and later relocated the site, after which glucose levels decreased. Symptoms included hypoglycemia and hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device-related problem or specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established.